Event description:
Report received of event reclassified by reporter to an adverse event. Patient received inadvertent overdose of drug by misprogramming of a bridge bolus. Patient received dose over 2 hours rather than 2 days. Patient experienced leg weakness for several hours. No action other than reassurance required. Event resolved completely in several hours.